Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter is not responding and has been giving him problems for a few weeks now. Customer stated that the charger green light never goes off when he puts the receiver to his body. Customer stated that the light does not flash or show that it is activated. Customer declined to return the transmitter for analysis. Customer stated that his blood glucose has been in the 60's mg/dl to the 500's mg/dl. Customer stated that sometimes he gets a lost sensor alert. Customer stated that he had to check 10 to 12 times a day and his meter says 140 mg/dl but his blood glucose was 50 mg/dl. Customer stated that sometimes the meter reads at 300 but when he tests his blood glucose, he is at 5 mg/dl. Customer declined troubleshooting.